Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the customer's insulin pump were not working and it had not been bumped or dropped. The customer's blood glucose was not known. Nothing further was reported.